Event description:
It was reported that during a vats lung resection procedure, per a nurse, the surgeon was using the device through a trocar, had the device articulated, and could not get the device unarticulated to remove it from the chest. It was unclear if the device was stuck on tissue, but the nurse had stated that there was bleeding and concern of tearing the lung tissue so the patient was converted to open quickly. It is unknown what measures were taken to attempt to remove the device before converting or how the bleeding was addressed. It is unknown how the procedure was completed. The sales rep will try to obtain additional information. The device was disposed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The following information was requested, but unavailable: what tissue was the device being fired on when issue occurred? What was the articulation angle of device (15, 30, 45)? Was there confirmation that the knife was returned to the home position? What troubleshooting steps were performed to de-articulate and open the device? Was the device eventually able to open? How was the case completed? What is the current patient status? What is the surgeons experience with the device? Is this a conversion account?